Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl, cause was unknown. Customer administrated a manual injection to address high bg. Tandem technical support reviewed t:connect and determined that the pump was functioning as intended. Customer continued using the pump for insulin delivery.